Event description:
Reportedly, the defibrillation system was implanted on (B)(6) 2017. On (B)(6) 2020, a remote alert regarding ventricular oversensing was transmitted by the remote monitoring system. On (B)(6) 2020, during an in-clinic follow-up, episodes showing noise oversensing were observed. Provocative maneuvers were performed while the patient was monitored with ECG, but the observed noise could not be reproduced. The patient stated not having performed any specific activity during the time the noise oversensing was observed. In addition, several vt/vf episodes were observed in the summary tab of the device memory between may and june 2020, but there was no trace of these episodes in other tabs. These vt/vf episodes were not present in the remote reports recorded between (B)(6) 2020 and (B)(6) 2020. Preliminary analysis results revealed that the noise oversensing in the ventricular channel most probably resulted from a right ventricular lead issue. Following microport crm¿s recommendations sent on (B)(6) 2020 to perform an x-ray and to evaluate the benefit of a re-intervention to check the integrity of the lead and its proper connection to the device, a re-intervention was reportedly performed on (B)(6) 2020. The right ventricular lead was replaced and abandoned in the patient¿s body.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the defibrillation system was implanted on (B)(6) 2017. On (B)(6) 2020, a remote alert regarding ventricular oversensing was transmitted by the remote monitoring system. On (B)(6) 2020, during an in-clinic follow-up, episodes showing noise oversensing were observed. Provocative maneuvers were performed while the patient was monitored with ECG, but the observed noise could not be reproduced. The patient stated not having performed any specific activity during the time the noise oversensing was observed. In addition, several vt/vf episodes were observed in the summary tab of the device memory between (B)(6) 2020, but there was no trace of these episodes in other tabs. These vt/vf episodes were not present in the remote reports recorded between (B)(6) 2020 and (B)(6) 2020. Preliminary analysis results revealed that the noise oversensing in the ventricular channel most probably resulted from a right ventricular lead issue. Following microport crm¿s recommendations sent on (B)(6) 2020 to perform an x-ray and to evaluate the benefit of a re-intervention to check the integrity of the lead and its proper connection to the device, a re-intervention was reportedly performed on (B)(6) 2020. The right ventricular lead was replaced and abandoned in the patient¿s body.